Manufacturer narrative:
Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found significant residue and wear present on the lower shaft of gear two.

Event description:
It was reported that multiple motor stalls and recoveries were noted in the logs. The first motor stall and recovery occurred on (B)(6) 2015. The duration of the stalls and recoveries varied widely. The final log was a motor stall on (B)(6) 2015 and no recovery was noted. No electromagnetic interference (emi) sources could be identified. The patient had sudden, acute withdrawal since (B)(6) 2015. The patient's pump was alarming at the time of the report. The patient had a computed tomography (CT) scan on thursday; however, the stalls and recoveries occurred prior to that time. The patient would be programmed to stopped pump mode; and would be given oral medications until the pump replacement on (B)(6) 2015. The pump system was being used to infuse hydromorphone, clonidine, prialt, baclofen (compounded), and sufenta. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this in formation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).